Event description:
It was reported to medtronic minimed that the customer experienced a site issue with one sensor and reported a loss of communication on the other sensor. The event involved product(s) mmt-7841zn, mmt-1884l, mmt-7040b. Troubleshooting was performed and the customer confirmed that the transmitter serial number was programmed in the manage devices screen. Pump was in the process of making multiple attempts to re-establish communication with the transmitter but it was unknown whether the issue was resolved. Troubleshooting was performed for the sensor alert and confirmed that the customer received a "change sensor" alert and "sensor updating" alert. The customer was advised to try another sensor. Troubleshooting was performed for the site issue and confirmed that the customer reported the blood at the site. No further patient complications were reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-7040b.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received and performed the following, placed transmitter under microscope and visually found physical damage to cow catcher, and all the connector pins. Unable to continue with functional testing or verify loss communication event due to physical damage. In conclusion, the customer complaint about loss of communication anomaly could not be confirmed, due to physical damaged. Unable to perform functional test or verify rf/ble/downgrade/association/accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.